Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 378 mg/dl and 256 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because customer inserted 11 units of insulin and she was still experienced high blood glucose. The device will not be returned for analysis.